Manufacturer narrative:
The lot was manufactured november 17, 2020 - november 18, 2020. The device was received for evaluation. Visual inspection was performed and noted fluid inside a bag that contained the unit. The cap thread was not exposed. White marking was not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green colored water. The cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The unit was being monitored until the next day. No signs of a leak was observed. The reported condition was verified. The cause of leak could not be determined, however the most probable cause was due to a use error by not securely tightening the blue winged cap. The product labeling (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The nurse observed the bag that contained the device was wet during storage at the hospital. There was no patient involvement. No additional information is available.